Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. A. The newly provided information was reviewed. Review of the supplied information found evidence of high ion levels. The elevated ion levels are likely due to impingement/ poor device positioning and the patient having bi-lateral hip implants which could increase the levels. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address high levels of metal ions.